Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of instrument grips-tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. The broken piece was not returned. The root cause of broken instrument grips-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. An additional observation not reported by the site was also observed. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of the corroded/contaminated instrument clamping pulleys is typically attributed to mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part #471205-17// lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial (B)(4). There were 7 uses remaining after this last usage. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have a missing tip. There was no report of patient involvement. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). Follow-up has been performed to request additional information related to the reported event. However, as of the date of this report, no further details have been received.